Event description:
It was reported that, on literature review "efficacy analysis of transoral endoscopic radiofrequency coblation for early glottic cancer", 35 patients had a complications after the procedure using a reflex 70 wand and coblator ii system. 4 patients had contusion of the throat mucosa, unknown how this was treated, 1 patients had delayed hemorrhage, causing hemoptysis and dyspnea, this event was resolved with electrocoagulation and hemostasis under emergency general anesthesia and concurrent lung lavage therapy, 14 patients had postoperative vocal cord granulomas, which were resolved after reoperation and 16 patients had anterior adhesions without laryngeal stenosis, no treatment needed. No further information is available.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Article: xhang jingjing, zhang qingfeng, liu delong. (2017) efficacy analysis of transoral endoscopic radiofrequency coblation for early glottic cancer.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.